Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with the blood glucose value of 51mg/dl and also reported the insulin pump had a crack. The hypoglycemia was treated with carbohydrate intake. The event involved products mmt-441a, mmt-342, mmt-1884. Troubleshooting was performed. It was found that the the insulin pump gave auto corrections and the sugar level went down below 51 mg/dl. The customer had been using insulin pump system within 48 hours of reported event. The customer stated the auto mode/smart guard was not in use at the time of the event. No further patient complications were reported. It was unknown whether the customer will continue to use the devices. No product return is required for mmt-441a. No product return is required for mmt-342. No product return is required for mmt-1884.

Event description:
Updated summary: customer did not allege over delivery. Smartguard was used. Pump is not returning for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.